Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was not confirmed. The stent implant was not exposed as reported. The stent implant was stationary on the stent holder between the markers. The kink was confirmed. A conclusive cause for the reported exposed stent and kink could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on visual analysis of the returned device and based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the stent struts were exposed and a kink was noted at the junction between the retractable sheath and the purple shaft of the 6.0x80 absolute pro catheter when the package was opened. The device was not used on the patient. No additional information.